Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was initially reported by the site that they could not make their wand work on different pts. They used the wand with two different handhelds but it was still giving interrogation problems. It would either communicate really slow or not at all. Wand battery was fine. Good faith attempts to obtain additional info and wand back for analysis has been unsuccessful.